Manufacturer narrative:
This report is submitted on october 25, 2019.

Event description:
Per the clinic, the patient developed a wound infection at the magnet site of the external processor. The patient was treated with antibiotics and anti-inflammatory medication and the issue has resolved (date not reported).